Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was missing. The reported issue was duplicated during functional testing. The investigation found the downstream occlusion sensor was bubbled. It was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis pump, the pump had blister on the downstream sensor. No patient injury reported.